Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. The insulin pump was monitored and no blank display anomalies or damage on the lcd isolation tape were noted. The insulin pump passed self-test and unexpected restart error test, no alarms occurred during testing. Displayable history crc check failed on startup alarms were noted in the insulin pump's history file, alarms were due to corrupt history file. The insulin pump had cracked history file. The insulin pump had cracked case at display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received an unexpected restart alarm. During troubleshooting, alarm history found a spanish anomaly alarm, and signal too low alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.